Event description:
Philips received a complaint on the dfm100 device indicating that the device testing failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The field service engineer (fse) performed visual inspection and determined that the device did not pass the functional test due to malfunction of ECG and spo2 measurement module. The ECG and spo2 measurement module were replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.